Event description:
This is a spontaneous report by a consumer from (B)(6) of did not wear a mask/area not clean before starting peritoneal dialysis (pd) and peritonitis in a patient coincident with pd therapy. On an unreported date in 2010, the patient did not wear a mask and the area was not clean before starting pd. On (B)(6) 2010, the patient was diagnosed with peritonitis. The patient was not hospitalized. Remedial therapy consisted of reflin (1 g, once a day, ip), heparin (1000 units, ip), and tobramycin (40 mg, once a day, ip). The peritonitis was resolving. The outcome of the did not wear a mask/ area not clean before starting pd was not reported. Pd therapy was ongoing.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.